Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a component error. The investigation was performed considering complaint description, cs reports, system history and system log files. The log file analysis showed that no x-ray was available and a reboot of the system was initiated by the customer. The customer service engineer replaced the printed wiring board (pwb) d115. The defective capacitors on the d115 reported by the engineer could be confirmed on the returned pwb. The defect is caused by a decreasing capacitance of the capacitor. Based on the system symptom's and issue pattern, the customer service engineer replaced the printed wiring board (pwb) d115. After hardware replacement, the system works as specified and there were no further issues. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.